Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a stent grafting interventional procedure. The sutures of the first prostyle device were pre-placed in 11 o¿clock direction successfully. Reportedly, when an attempt was made to to pre-place the sutures of a second prostyle in 13 o¿clock direction, the angle was kept 45 degrees; however, a cuff miss [suture retrieval issue] was noticed. The sutures of another prostyle were successfully pre-placed. The sheath was upsized to 20f and the stent grafting interventional procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.